Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked. Customer¿s blood glucose level was 128 mg/dl. Customer stated they had tried all the remedies. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly. No unexpected occlusions or insulin flow blocked alarm noted during testing. (B)(4).